Event description:
Boston scientific received information that thirteen days post implant, the patient developed a hematoma that was treated, but necrosis above the implant pocket was noted. The lead values also changed indicating a microdislodgement. An infection of (B)(6) developed and the lead and device were explanted. The products remain at the hospital and will not be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The products remain at the hospital and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.